Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 67 mg/dl, 140 mg/dl, and 33 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Revision surgery - pt had instability. The surgeon determined the standard tibial insert needed to be replaced with an ultra congruent insert due to poly wear.

Manufacturer narrative:
The customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Two of the readings reported by the customer were found in the meter log. This is a final report.